Event description:
The hospital reported that during the end of an endoscopic vein harvesting procedure, the metal jaw came off the end of the vasoview hemopro 2. Nothing was left in the pt and the device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not performed as the product lot number is unknown. (B)(4).